Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred nine days after the sensor had been inserted in the arm. The patient experienced loss of consciousness shortly few times. When the patient regained consciousness, the husband treated her with glucose. At an unspecified time of the event the cgm was reading 4.0 mmol/l and the blood glucose reading was 2.0 mmol/l. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.